Manufacturer narrative:
One blue line ultra tracheostomy tube was returned for analysis in used conditions. No water was found in the returned unit upon visual inspection. A syringe was used to inflate the cuff while submerged in water; no discrepancies were noted. The cuff was then left inflated for an additional 48 hours with no observed issues. Relevant documents and manufacturing process were both reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were both reviewed with no discrepancies. An audit of 32 units was performed by subjecting them to inflation testing; no discrepancies were observed. Based on the evidence there was no fault found as their complaint was not confirmed.

Manufacturer narrative:
Additional information was received indicating that the products lot number is 3806383 and that a tube change out took place following placement.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid cuff leaked air immediately after placing the product into a patient. There were no adverse patient effects.